Event description:
Felt that the pen delivered too many units [device malfunction]. Low blood glucose levels [blood glucose decreased]. Case description: the incident does not represent a serious public health threat. Medical device information: (B)(4). This spontaneous case from (B)(6) was reported by a consumer as "felt that the pen delivered too many units" and "blood glucose decreased" and concerns a male patient born in (B)(6) treated with novopen junior from (B)(6) 2008 to an unknown date due to type 1 diabetes mellitus. Patient's height: not reported. On an unknown date, the patient experienced "low blood glucose levels" during use of novopen. He felt that when he injected the insulin, the pen "delivered too many units". He asked someone to take him to the hospital. On the way to the hospital he drank some (B)(6) and had something to eat that made him feel better. In the hospital, he was treated by physician. The patient is a trained user: airshot is done, single use of needles and correct storage. The outcome of the low blood glucose event was reported as "recovered". The outcome of the event "felt that the pen delivered too many units" was not reported. Analysis reply: product: novopen, lot no.: tug0079, device conclusion: visual and functional examinations were performed. Upon receipt of the device, an air gap was observed between the piston rod of the pen and the rubber piston in the penfill mounted in the device. This was most likely caused by keeping a needle attached to the device between injections. The movement accuracy of the piston rod was measured. The result was within acceptable limits. The print on the dose indicator barrel is difficult to read due to wear or accumulation of dirt. This may happen during selection of a dose by touching the dose indicator barrel instead of only the dosage selector. The clip and the dose indicator window are misaligned. The thread in the penfill cartridge holder is worn. The penfill cartridge holder was screwed onto the pen body too firmly. The paint on the pen was peeling. This is due to normal wear. The paint from the inside of the cap tube has smudged the penfill cartridge holder. During testing of the device, it has not been possible to detect any irregularities with the function of the pen. Product: novorapid penfill 3 ml 100 e/ml, lot no.: xk70050, drug conclusion: visual examination of the received samples has been performed. Furthermore trending on the batch has been performed. Nothing abnormal was found. Company comment: the fault on the dose indicator barrel has developed as a result of dirt/wear on the dose indicator barrel during use. The problem with the misalignment of the clip and the dose indicator window is due to incorrect handling during use. The problem with the paint on the pen is due to heavy wear, or unintended handling during use. The problem with the smudging paint is due to an assembly fault. This type of fault occurs at a very low rate and is being monitored closely. This case is linked to argus (B)(4).

Manufacturer narrative:
Evaluation summary - case conclusion: the dose accuracy was found to be normal. The fault on the dose indicator barrel has developed as a result of dirt/wear on the dose indicator barrel during use. The problem with the misalignment of the clip and the dose indicator window is due to incorrect handling during use. The problem with the paint on the pen is due to heavy wear, or unintended handling during use. The problem with the smudging paint is due to an assembly fault. This type of fault occurs at a very low rate and is being monitored closely.